Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was closed down on an artery and the first stroke was completed. On the second stroke of the firing, the device became stuck. The firing sequence could not be completed and the user was unable to open the device. A powered echelon was fired next to the device in order to remove the device and complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.